Event description:
Correction: the initial MDR submitted on august 07, 2025 was filed inadvertently. There was no infection or serious injury has occurred.

Event description:
Per the clinic, the patient experienced an infection at the implant site. Additional information has been requested but has not been made available as of the date of this report.